Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report review. A product sample was received for evaluation. Visual inspection revealed there was wear and tear damage to pole clamp. Functional testing consisted of filling reservoir with water, attaching temp check to hotline, plugging in line cord, and turning on power switch to perform safety/electrical testing. The reported problem was confirmed. The root cause of the reported issues was a bent microswitch. Microswitch was replaced.

Event description:
It was reported that the warmer was not detecting water. No patient injury reported.